Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive and timed off unexpectedly during user interaction. In addition, the pump touchscreen displayed inaccurate menus. The customer's blood glucose was 130 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy and manual injections as alternate insulin therapy.